Event description:
It was reported that the patient with this right ventricular (rv) lead was seen in consultation, and a shock impedance measurement of greater than 200 ohms was observed. It was noted the physician programmed the patient's device back to single-coil configuration after this observation. Technical services (ts) was consulted and noted it appears the doctor temporarily programmed the device to double-coil after which the out-of-range value was observed. Afterwards, the device was reprogrammed back to single coil. Per ts, the 28-day average low-voltage shock impedance is at 85 ohms without any abnormal value(s) recorded. Given the shock impedance of greater than 200 ohms as measured by the doctor on the double-coil vector, a proximal coil conductor anomaly is suspected, and close monitoring was advised. No adverse patient effects were reported. This rv lead remains in service.